Manufacturer narrative:
Analysis not required due to the complaint not related due to the enlite serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's serter did not release after the second button press. Customer's blood glucose at time of call was 39 mg/dl. Customer just ate breakfast and felt fine at the time of call. Advised the customer to discontinue use and a replacement will be shipped. Health care provider gave her a new sensor to use for the mean time. No further information provided.